Manufacturer narrative:
The test strips were requested for investigation. Replacement product was sent. The product is not expected for return or has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Occupation is lay user/patient.

Event description:
We received an allegation of questionable inr results for one patient with a coaguchek inrange serial number (B)(4) compared to a laboratory stago analyzer with neoptimal reagent. The patient's laboratory result was 3.76 inr. The patient's meter result within three hours was 5.1 inr. The patient's therapeutic range was 3.5 inr- 4.5 inr. The patient's testing frequency is every 15 days.